Event description:
It was reported that during an iliac stenting procedure, stent embolization occurred. The lesion being treated was located in the iliac. After entering the needle from the right iliac access and crossing over to the left iliac, they faced a lot of resistance and was unable to cross the lesion with the 6.0x30x135cm express ld stent. Upon removal the stent embolized from the stent delivery balloon and became trapped in the iliac. The patient was taken to surgery. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
The balloon catheter was returned without a stent. The shaft of the returned device was kinked at 424mm, 607mm and 872mm distal to the strain relief. The balloon was folded and wrapped around the shaft. There were traces of dried blood on the balloon material. Crimp marks were visible on the balloon material. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.